Event description:
It was reported via a call from the cardiac physiologist that this right ventricular (rv) lead showed odd behavior one day post system implant: device testing showed the lead's impedance jumped from 1,100 to 1,600 ohms within the one day and rv threshold testing showed only intermittent capture at outputs greater than 6.5 volts/0.4 milliseconds. Possible lead dislodgement was suspected. As such, technical services (ts) advised rv lead revision. At this time, there is no evidence to suggest intervention has been performed.

Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via a call from the cardiac physiologist that this right ventricular (rv) lead showed odd behavior one day post system implant: device testing showed the lead's impedance jumped from 1,100 to 1,600 ohms within the one day and rv threshold testing showed only intermittent capture at outputs greater than 6.5 volts/0.4 milliseconds. Possible lead dislodgement was suspected. As such, technical services (ts) advised rv lead revision. At this time, there is no evidence to suggest intervention has been performed. Of note, there was no involvement by a boston scientific field representative in this case. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.